Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that six pedicle screws from the matrix spine system were being removed due to improper positioning. Date of original implantation was unknown. Two of the locking caps became cold-welded to the polyaxial heads during removal and resulted in stripping two t25 stardrive shafts and a long shaft t25 t-handle driver. Additionally, two ratchet handles became unthreaded and require replacing. The two polyaxial heads with the cold-welded locking caps were removed by cutting the rods and using the rod to turn and remove the entire screw for each. There was no patient harm. The surgery delay was 20 minutes. It was reported that the issue with the locking caps occurred on the same side. Only one unknown rod is involved. There was no allegation of deficiency against the six matrix screws, just misplaced during the initial implant surgery. This is 1 of 7 reports for (B)(4).

Manufacturer narrative:
Patient¿s weight was estimated as (B)(6). A product development evaluation was completed: all three drivers are fractured at the tips. The matrix spine system for deformity includes t-handle t25 stardrive shaft f/matrix-long for inserting screws and locking caps (04.632.000) and provisionally tighten locking caps after deformity techniques. The deformity technique guide cautions the user to never use a t-handle driver to remove locking caps. If a torque limiter is not used, breakage may occur. The 03.632.090 devices were also used instead of the torque limiting device leading to breakage of the 03.632.002 & 03.632.074 driver tips and the unthreading of the 03.632.090 ratchet handle. The surgeon used these instruments to loosen matrix locking caps. Without limiting the torque, the user can generate enough torque to exceed the shear strength of the material. The driver designs (03.632.002 and 03.632.074) are adequate for the intended use. The complaint handling unit engineer reviewed the associated drawings. These drawings call out the appropriate dimensions, material, finishing processes, and driver specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.